Manufacturer narrative:
Updated information: h2.6 (annex b, c, d and g codes), d10 concomitant products and sn (B)(6). Medtronic led an evaluation of the field service notes and device data logs for the reported arm cart assembly. Review of the field service notes indicate that the arm cart assembly experienced issues with recognizing instruments. It is mentioned in the service notes that the bipolar fenestrated grasper and the sterile interface module were exchanged three times but the issue still persisted. There were error codes triggered for when the arm cart assembly is docked without a sim attached to it and when the arm cart assembly is docked but the arm cart assembly caster brakes are not disengaged. The issue was with the sterile interface module and the bipolar fenestrated grasper connectivity, the arm cart assembly itself had no issues related to it. Evaluation of the device data logs indicate that bipolar fenestrated grasper (c25bab8352) and sterile interface module (c25amb0069) were connected to arm cart assembly (c22tlj0579). There were several instances of error code 'read write sequence fail'. This error occurs when the system cannot update the use time or the use count on the inserted instrument after the recognition of the instrument. This is an indication that there could potentially be a connectivity issue between the sterile interface module and the bipolar fenestrated grasper. This issue is not related to the arm cart assembly c22tlj0579, but rather a communication issue between instrument and the sterile interface module. Evaluation of the arm cart assembly confirmed the reported condition. The most likely cause is due to a communication issues between the sterile interface module and the bipolar fenestrated grasper, not the arm cart assembly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic hysterectomy procedure, the bipolar fenestrated grasper (bfg) repeatedly lost con nection with the hugo system. The team replaced the instrument with another bfg, but the issue persisted. The sterile interface module (sim) was also replaced with a new sim, but the problem was not resolved. The issue continued even after trying a third sim. The arm was rebooted, but the same issue occurred. Despite multiple interruptions, the team proceeded with the surgery. As a result, the surgery was extended by 30 minutes due to the reported issue. There was no patient injury.

Manufacturer narrative:
Continuation of d10: mrasa0003, sn: unknown; mrasa0003, sn: unknown; mrasa0003, sn: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic hysterectomy procedure, the bipolar fenestrated grasper (bfg) repeatedly lost con nection with the hugo system. The team replaced the instrument with another bfg, but the issue persisted. The sterile interface module (sim) was also replaced with a new sim, but the problem was not resolved. The issue continued even after trying a third sim. The arm was rebooted, but the same issue occurred. Despite multiple interruptions, the team proceeded with the surgery. As a result, the surgery was extended by 30 minutes due to the reported issue. There was no patient injury.